Event description:
Customer reports to have a blank display screen due to being away and dog ripping out infusion set. Customer's blood glucose was 198 mg/dl. During troubleshooting, customer replaced batteries and received a battery out limit alarm and motor error alarm. Customer was advised that insulin pump would be replaced due to motor error alarm. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)